Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned, a device analysis cannot be completed. The cause was not identified. The manufacturer, nipro performed a batch review and no problem was found on the records, retained samples or production processes. Additionally, nipro performed testing on retained samples and no problem was found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an allergic reaction coincident with hemodialysis (hd) therapy. The patient received hd therapy, with the dialyzer at the hd clinic. It was reported the next day while at home, the patient experienced an allergic reaction of their tongue swelling up. It was reported the patient presented to the hospital and was admitted. The hd nurse reported it was unknown what intervention was performed at the hospital. At the time of this report the patient remained hospitalized; the outcome of the event was not reported. No additional information is available